Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly treated with antibiotics and cortisone cream.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional information will not be provided due to medical confidentiality. The recipient remains implanted. This is the final report.